Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to remove was confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous, 99% stenosed, de novo, distal circumflex artery, the 2.0 x 20 mm tenku balloon had been inflated at 4, 5, 6, 5, 8, 8 atmosphere (atm) and during the sixth inflation/deflation the non-abbott guide wire became stuck with the balloon. The two devices were removed from the anatomy as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.